Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to mental health issues. There are no plans to reimplant the patient with another cochlear device as of the date of this report.